Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-may-02 (B)(4).charge their implantable neurostimulator (ins), the recharger screen was blank and wouldn't come on at all. The patient stated they messed with the recharger for awhile but got frustrated with the recharger and left it alone. The patient stated that about an hour later when they went back to use the recharger again, it turned on for about thirty minutes but shut off again. The patient stated their ins was 75% charged. The patient stated they tried to use the recharger again yesterday and the recharger wouldn't come on at all. The patient states when they tried to use the recharger today it turned on for about 15 minutes again and turned off. Ins is currently at 50%. Agent attempted to have patient reset with the recharger on the call but the patient was unable to find a tool to open the casing. Agent provided instructions on how to reset the recharger at a later time. The patient stated that they spoke to mdt rep yesterday and they will be switched to the wireless recharging system. Due to the patients ins being low on charge, a replacement recharger was sent. Agent attempted to call patient back twice to collect more information in regards to gathering more information on the dtc. Pss was unable to leave a voicemail due to the patients mailbox being full. The rep provided a wireless recharger to the patient from their trunk stock. The replacement recharger was cancelled. Additional information received from the manufacturer¿s representative (rep) reported the wireless recharger resolved the issue.